Manufacturer narrative:
An event of hemorrhage and perforation in the roof of the left atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information the cause of the reported hemorrhage appears to be a cascading effect of the reported perforation. However, the cause of the reported perforation could not be conclusively determined. The reported surgical and unexpected medical interventions resulted from case-specific circumstances, as surgical repair of the perforation was performed, blood transfusion was provided, and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. After closing sternotomy, excessive bleeding was found through the drainage tubes requiring sternal re-opening with abundant blood, without clots. Hemostasis was achieved but bleeding persisted, so the patient was left with packing at the exit point of the cecum (cec). A tear was found in the roof of left atrium which requires re-entry into cec and repair. The patient required blood transfusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 29mm epic plus mitral valve was implanted in the patient. After closing sternotomy, excessive bleeding was found through the drainage tubes requiring sternal re-opening with abundant blood, without clots. Hemostasis was achieved but bleeding persisted, so the patient was left with packing at the exit point of the cecum (cec). A tear was found in the roof of left atrium which requires re-entry into cec and repair. The patient required blood transfusion.